Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated in the reported that pwd had noted at least 5 cleo's not stick, and one instance where she woke up yesterday with blood glucose of 300 mg/dl eventually she did smell insulin and saw wetness near cleo site. She performed a site change and noted basal brought her blood glucose back down however she did then have a low glucose of 50 mg/dl. Pwd noted that she generally did not have a problem with the cleo and is wondering if she had a bad box of cleos, so she is using a different box. Leak was found on the infusion set. There was patient involvement and no patient injury.